Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, persistent pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight fluctuation ("weight fluctuations"), abdominal pain ("severe abdominal pain") and fatigue ("fatigue"). The patient was treated with surgery (on or about (B)(6) 2016, underwent a hysterectomy). At the time of the report, the pelvic pain, weight fluctuation, abdominal pain and fatigue outcome was unknown. The reporter considered abdominal pain, fatigue, pelvic pain and weight fluctuation to be related to essure. The reporter commented: patient was forced to undergo a major surgery as a result of her essure implants. Diagnostic results: on or about (B)(6) 2015, hysterosalpingogram (hsg) test confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, persistent pain/ chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight fluctuation ("weight fluctuations"), abdominal pain ("severe abdominal pain") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (on (B)(6) 2016 hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain had resolved and the weight fluctuation, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, fatigue, pelvic pain, weight fluctuation and weight increased to be related to essure. The reporter commented: patient was forced to undergo a major surgery as a result of her essure implants. Patient received treatment for pelvic pain, abdominal pain, fatigue, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: confirmed satisfactory placement of both essure. Diagnostic results: on or about (B)(6) 2015, hysterosalpingogram(hsg) test confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. Outcome for previously reported events pelvic pain, abdominal pain is updated to recovered / resolved. Event weight gain was added. Reporter information updated. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, persistent pain/ chronic') in an adult female patient who had essure (batch no. C22917) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy, appendectomy and hypothyroidism. Current weight 172 lbs (B)(6) 2016-surgical pathology report: final diagnosis: uterus, cervix, bilateral fallopian tubes: uterus and cervix: 117.0 grams. Chronic cervicitis, negative for dysplasia late secretory phase endometrium. Unremarkable myometrium. Bilateral unremarkable fallopian tubes. Concurrent conditions included body mass index normal, acne, uterine prolapse and chronic cervicitis. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight fluctuation ("weight fluctuations"), abdominal pain ("severe abdominal pain"), fatigue ("fatigue") and abdominal pain lower ("left lower quadrant pain") and was found to have weight increased ("weight gain"). The patient was treated with spironolactone and surgery (on (B)(6) 2016 hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain had resolved, the weight fluctuation, fatigue and abdominal pain lower outcome was unknown and the weight increased had not resolved. The reporter considered abdominal pain, abdominal pain lower, fatigue, pelvic pain, weight fluctuation and weight increased to be related to essure. The reporter commented: patient was forced to undergo a major surgery as a result of her essure implants. Patient received treatment for pelvic pain, abdominal pain, fatigue, weight gain. Insertion details-one uncoiled spring on the right ostia, and one on the left. Current weight 172 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: successful bilateral fallopian tube occlusion .. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs+mr received- lot number were added. New event lower left quadrant pain were added. Outcome of weight gain, fatigue updated to not recovered / not resolved. New reporters, medical history, treatment drug were added. On (B)(6) 2019: social media received- new reporters were added. Incident a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, persistent pain/ chronic') in an adult female patient who had essure (batch no. C22917) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy, appendectomy and hypothyroidism. Current weight 172 lbs (B)(6) 2016-surgical pathology report: final diagnosis: uterus, cervix, bilateral fallopian tubes: uterus and cervix: 117.0 grams. Chronic cervicitis, negative for dysplasia late secretory phase endometrium. Unremarkable myometrium. Bilateral unbemarkable fallopian tubes. Concurrent conditions included body mass index normal, acne, uterine prolapse and chronic cervicitis. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight fluctuation ("weight fluctuations"), abdominal pain ("severe abdominal pain"), fatigue ("fatigue") and abdominal pain lower ("left lower quadrant pain") and was found to have weight increased ("weight gain"). The patient was treated with spironolactone and surgery (on (B)(6) 2016 hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain had resolved, the weight fluctuation, fatigue and abdominal pain lower outcome was unknown and the weight increased had not resolved. The reporter considered abdominal pain, abdominal pain lower, fatigue, pelvic pain, weight fluctuation and weight increased to be related to essure. The reporter commented: patient was forced to undergo a major surgery as a result of her essure implants. Patient received treatment for pelvic pain, abdominal pain, fatigue, weight gain. Insertion details-one uncoiled spring on the right ostia, and one on the left. Current weight 172 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: successful bilateral fallopian tube occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.